Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. It was not reported if the patient was hospitalized for the peritonitis event. The cause and treatment for the peritonitis event were not reported. The cause of death was reported as due to peritonitis. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.